Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia, hospitalization, and death. No lot release records were reviewed, as the product lot number was not provided. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
The wife reported that the patient was having high bg (blood glucose), 250-275 mg/dl, he had a fever and was feeling ill. Patient went to his primary care doctor and they advised to go to the ER (emergency room). Patient went to the ER on saturday (B)(6) 2019. He was diagnosed with sepsis and pneumonia and was being treated with antibiotics, wife does not know the name of the medication. She stated the hospital told her they gave him ¿every antibiotic in the hospital.¿ the patient was still wearing the pod and was monitoring his own insulin. The pod was worn between 4 and 24 hours on the abdomen. He was taken to get a chest x-ray and CT scans and replaced the pod each time. The patient started to go septic and he had passed away due to acute respiratory failure due to the pneumonia and wife stated the doctor informed her he had a cardiac episode. The patient was at the hospital until (B)(6) 2019. Wife stated the hospital removed the pod and his dexcom, the hospital did not send either home with her.